Manufacturer narrative:
The insulin pump had no button response. Unable to perform further testing due to the button/keypad anomaly. The insulin pump had a bleeding lcd glass.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The blood glucose levels were 525 mg/dl. The customer also stated that the up arrow button was not responding and the insulin pump gave a button error alarm. Nothing further was reported.